Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. The grip cable also became derailed. The idler pulley was also observed with pulley rim and face damage. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken cable was observed on the mega suturecut needledriver instrument. No missing or fallen pieces were reported.